Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of an amia cassette. This occurred during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient found air gaps in the patient line. Renal therapy services advised the patient to end the therapy and start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.